Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was displayed as "high"; although a specific value was not provided. The customer addressed their bg with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.